Manufacturer narrative:
One opened probe was received, with tip protector in a tray. At the time of receipt, the probe needle was observed to be bent. The sample was visually inspected and found to be nonconforming with needle slightly bent. Confirming, the received condition of the probe. The probe needle was fit tested for function through a ring gauge and was found conforming. The probe needle traveled in and out of the ring gage under its own weight. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming. Therefore, a fit issue as described in the complaint was not confirmed. And a root cause cannot be determined, for the complaint as described by the customer. No action was taken, as the returned probe was functionally conforming for fit. All probes are 100% visually inspected, during the manufacturing process for excessive manufacturing materials on the needle and bent needles. All assembled probe needle diameters are also 100% tested for fit into a ring gauge, to insure the probe needle does not exceed a trocar opening. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a cutter was merged with a melted valved trocar during a vitrectomy procedure. The trocar and cutter were removed from incision. There was no known patient impact.